Event description:
It was reported that during a da vinci pulmonary lobectomy surgical procedure, it was noted that the monopolar curved scissors were dull. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments blades would not fully close due to bent blade damage. As a result, the blades did not cut through their entire length and a cut test could not be attempted. One blade edge had an indentation at the blade tip that acted as a mechanical stop for the other blade when closing. The bent damage to the blade may have been likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the instrument had a bent banana plug. The bent banana plug damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments pad printing was removed at the tube extension. Several areas of the orange surface had material missing. The damage to the tube extension may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing removed damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.